Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. The service engineer reviewed the event log and confirmed the event in the log. The external battery was charged overnight. The following morning after removing the device from alternating current (ac) power, it displayed a switched to battery backup message after 28 minutes. The issue was isolated to the main printed circuit board (pcb). The pcb was inspected and a burnt diode was found at d6 and cold solder was found at diode u58. The main (pcb) was replaced. An unrelated issue was found and corrected. The device passed all testing. The reported event was duplicated.

Event description:
It was reported that a ventilator generated a switching to battery backup alarm after running on battery for 28 minutes. Although requested, information regarding patient involvement was not provided.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.